Event description:
It was reported that during a da vinci-assisted surgical procedure, while performing the sealing procedure to remove the omentum, the doctor commented to the cyber staff that the tissue was sticking to the jaws of the vessel sealer. The tse advised him to ensure he applied the sealer correctly until he heard the audible tone. He proceeded to seal the instrument until the cycle was complete, but the surgeon commented that the tissue was adhering too strongly to the instrument. He then requested another vessel sealer, about which he did not make the same comment. The procedure was completed with no reported injury. (B)(4) followed up with the customer to confirm that there were no tissue injuries, as the doctor was working only with the omentum.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.